Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, the patient went into ventricular fibrillation. The target lesion was located in the right coronary artery (rca). After advancing a 6fr fr4 runway guide catheter and non-bsc guide wire, the patient went into ventricular fibrillation and was shocked once at 200 joules resulting in immediate cardioversion to stable rhythm. The physician proceeded with the procedure and treated the rca. A 2.75x15mm apex coronary balloon was used to pre-dilate the lesion. Next a 2.75x18mm promus stent delivery system (sds) was advanced and the stent was deployed in the mrca at 10atms/22sec. A promus 3.0x8mm sds was advanced to the prca and the stent was deployed at 12atms/30sec. Lastly, a 4.0x8mm promus sds was advanced but there was difficulty tracking on the non-bsc wire, and the device was removed. No additional intervention was performed. The patient¿s current condition is listed as ¿fine¿.

Manufacturer narrative:
Device evaluated by manufacturer- it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications, as this event is a known physiological effect of the procedure and is noted within the dfu. (B) (4)